Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(4) displayed a mid: 09 (air trap assembly) error message was confirmed during functional testing and archive data review. The root cause of the mid: 09 error was due to a defective air trap sensor block, likely attributed to saline running out of a leaking air trap chamber. During visual inspection, evidence of a leak mark from a saline leak was observed on the air trap sensor block, related to the reported complaint. No other physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed several mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to a mid: 09. The air trap sensor block was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system(sn (B)(4) displayed mid: 09 (air trap assembly) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.